Manufacturer narrative:
Device has not been returned for eval. (B) (4)

Event description:
Two devices were used. In the first, t1 would not deploy at all, device was removed, not used and will be sent in for eval. In the second, t1 was inserted into the meniscus two or three times without deploying, then on the fourth attempt, t1 successfully deployed and t2 was triggered into position. T2 would not deploy despite several attempts. The suture was cut in order to remove the delivery device. T2 then fell off inserter, into the pt and could not be located. T1 and t2 both remain in the pt, but not attached to tissue or each other.